Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The breakthrough channel has been utilized fully. The outer edges of the channel are ripped and torn, indicating difficulty with zip exchange. Since the breakthrough channel has been fully utilized, functional testing of the zip exchange channel was unable to be performed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation has not yet been determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. Quality assurance will continue to monitor for complaint trends.

Event description:
The following info was provided by the cook area rep based on comments made by the user: the cook fusion omni-tome pre-loaded sphincterotome is hard to peel (i.e. Stripping of wire guide lumen during use) and when the wire guide access to the duct is lost. Another fusion omni-tome was used to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.